Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we found a number cases with similar fault description (alenti tipping), which were found to be related to user error. The trend observed for reportable complaints with this issue on alenti is considered to be low and stable taking into consideration about 20 000 units on field. The device was inspected by the company representative and was working correctly however it is also noted that the safety belt, which is needed for each use and as an accessory is a part of the device, was not present during the company representative inspection and was not used during the event. Therefore, it is concluded that the device was not up to specification at the time of the event, despite not suffering a technical malfunction. The maintenance of this device is done by arjohuntleigh. The device was being used for patient handling and in that way contributed to the event. From our evaluation it appears a number of use errors have caused the event, the most relevant use error being a failure to follow the IFU in use. From the IFU 04.cd.02 gb issue on 06/08/2004 as supplied with this device: "warning" the safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat. The safety belt must be attached to the seat of the alenti on the same side as the back rest and securely fastened with the buckle." "To avoid the possibility of injury from tipping or other misuse, always ensure that: the equipment is used by appropriate trained staff. The alenti is lowered to its ergonomically correct height during transportation. The alenti is lowered immediately after removing residents from the bath and that foot care is provided with the alenti in a lowered position. The alenti is moved with care, especially in narrow passages and over uneven surfaces." Note that the event description clearly indicates the belt was not used although it is required by the device labelling. We have not been able to find any contributing manufacturing anomalies. There appears to have been no deficiency with the device, except that the device was not equipped in safety belts and that a number of use errors caused the event. The most relevant use error being a failure to evaluate the person to be transferred before use and not using the safety belts. From this we conclude that this incident was caused as a result of incorrect handling procedures and incorrect patient assessments. As the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.

Event description:
Please refer importer report # (B)(4).